Event description:
This senior medical affairs specialist spoke with the patient/layperson in 2009, in response to her call to customer service one month prior, regarding a power issue with her onetouch ultra meter. The issue was unresolved despite having replaced the battery. The products were replaced. The patient reported the following several weeks or more before 2009, the meter reportedly stopped turning on. The patient continued taking her prescribed 50 units levemir insulin every morning, although unable to test. Prior to the alleged power issue, the patient's blood glucoses had been elevated. The patient tests each morning and, when feeling ill or "high", we test more frequently. On three occasions the patient reportedly became "hot, shaking inside", and began to "sweat" after injecting levemir when unable to test. Although the patient had never experienced hypoglycemia before, she would either eat glucose tabs or food, feeling better some time later. During one instance, the patient tested on a friends's lifescan meter when symptomatic, result 50 mg/dl. The friend gave the patient orange juice and something to eat. The patient did not seek medical attention; however, in retrospect, she now realizes that she should have contacted her physician for advice. After the alleged events, the patient contacted the customer service for assistance with the meter. Because the patient reported symptoms that meet the criteria of serious injury followed by self-treatment when unable to test, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Patient does not recall event date.